Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to hospital due to low blood glucose levels and loss of consciousness. Despite good faith attempts to obtain additional details of this reported medical event, no further information was provided.